Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 520 mg/dl. Customer administered manual injections to address bg level.